Manufacturer narrative:
The benchmark 6f 071 delivery catheter (benchmark dc) was fractured approximately 5.0 cm from the hub. The benchmark dc was ovalized in multiple locations and kinked in multiple locations. Evaluation of the returned device revealed that it was kinked, ovalized, and fractured. These damages may have occurred due to forceful handling during removal from the packaging tube. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the benchmark 6f 071 delivery catheter (benchmark dc) was kinked just above the hub upon opening the device packaging. The damaged benchmark dc was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new benchmark dc.